Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). A global product support specialist evaluated the instrument data, and did not find an instrument malfunction. The customer stated to tsc that quality controls were in range and that upon repeat testing on the same instrument, the samples resulted as expected. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated sodium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.